Manufacturer narrative:
The customer cleaned sample probe as part of standard troubleshooting and calibrated and tested qc. All passed within specifications. The root cause of this event appeared to be partially blocked sample probe.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low/invalid patient results generated by the synchron lx20 pro analyzer for several cartridge chemistries after performing 3 month maintenance. When the samples were tested on another instrument the results appeared valid. There was no affect to patient with regard to this event.